Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left heart diagnostic procedure. Reportedly, a cuff miss occurred, another proglide was attempted with the same result. The device was removed and a third proglide, from a different box, was successfully used to achieve hemostasis. The patient did not experience any adverse sequela and there was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Lot number corrected from 21014j1 to 21024j1. Evaluation summary: the device was returned for evaluation. The reported cuff miss event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.